Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose level of 450 mg/dl. The customer was treated with insulin injections, and was released from the emergency room the same day. Reportedly, the cause for the reported issue was due to a cartridge being unable to be installed on the pump. Reportedly, "cartridges were not accepted". The customer reverted to an alternated method for insulin therapy.